Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test, and was unable to prime during the prime test due to a protruded/loose drive support disk. Unable to verify any other alarm due to the motor error alarm. The pump also had a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 175 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.